Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed in-stent restenosis. The index procedure treated a 90% stenosed, 2.25x20mm lesion of the proximal cx (circumflex). Treatment consisted of predilation and placement of a 2.25x32mm taxus liberte atom stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on aspirin and prasugrel. In (B)(6) 2010, the patient developed chest pain and angiography showed a 50% in-stent restenosis of the proximal cx. A CABG (coronary artery bypass graft) procedure was recommended and was completed in (B)(6) 2011 consisting of saphenous vein grafts to the 2nd obtuse marginal and posterior descending artery. Four days post CABG the patient was discharged on aspirin and prasugrel. The event was reported to be resolved without residual effects.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).